Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient suffered a left total anterior circulation stroke. The physician suggested that the infarction was on valve release and full deployment. Per the physician, the valve deployment likely caused the infarction. The patient was awake, however became unresponsive with the inability to speak. The patient also lost movement in the right limbs. The implant procedure was concluded and the patient was sent for an urgent head computed tomography (CT). It was reported that the total valve implant procedure time was 72 minutes. The CT results were inconclusive due to remaining "contrast" within the cerebral vasculature. The patient received an urgent neurological angiogram. This showed evidence of a clot or atheroma. At the time the clot was reported the patient's activated clotting time (act) levels were less than 250s. The clot was successful treated and removed. The patient began to regain movement in the right limbs and started attempts to verbalize. The patient was transferred to another hospital. Upon transfer, it was reported that the patient had right sensory inattention and was disoriented to place. It was reported that heparin was administered during the procedure, and the patient's act levels were monitored approximately every 30 minutes with the levels in the appropriate margins. The patient does not have a medical history of cerebral infarctions and no known pre-existing coagulopathy issues. No additional adverse patient effects were reported.